Event description:
Approx one year ago, pt had routine generator change out 12/6/96. Upon recent f/u visit, device was found to be malfunctioning, it could not be interrogated. Change out was recommended and done.